Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience hyperglycemia. Customer's blood glucose level was other 450 mg/dl and now 200 mg/dl. Customer reported that he was having an issue with a box of infusion sets all through last night and each one of the 5 he inserted all bent before going in and he wasn't able to get insulin. Customer stated that after the fifth one he changed to a different box of sets and hasn't had any further issues. Customer treated with a bolus. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.